Event description:
The report from centocor indicated that : the patient had four cypher stents implanted in the cx and rca. Eleven months later, the patient experienced restenosis in the rca stents and acute mi in the mid rca. The restenosis was treated with balloon angioplasty, and the mi site received a 2.5x24mm taxus stent. Per treating physician's report, the patient was stable and asymptomatic after treatment. The patient was diagnosed with 99% blockages prior to cypher implantation. A rotablader was used during the index procedure. The patient received a 2.75x18mm and 3.0x8mm in the osteum of the rca. Patient's routine medications post implant were plavix 75mg, aspirin 325mg, lisinopril 20mg, metoprolol 50mg, lipitor 80mg, zetia 10mg, and nitroglycerin as needed.